Event description:
On (B)(6) 2013 the lay user/patient contacted lifescan (lfs) alleging her onetouch ultra2 meter was displaying inaccurate results compared to her feelings or normal results. The medical surveillance specialist (mss) was unable to follow up with the patient for additional information. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue occurred "sometimes when driving, in the morning and at night." The mss was unable to confirm if the patient was driving while testing on the lfs meter. The patient alleged obtaining readings of "250 and 296mg/dl" on the lfs meter on an unknown date and time. The patient reported using a combination of metformin, amaryl and tradjenta (unknown dose). It is unclear if the patient made any changes to her usual diet, activity level or medications on the day of the alleged issue. The patient reported 5-6 months after the issue first occurred she developed symptoms of "hypoglycemia." The patient did not report receiving any medical intervention in response to her symptoms. At the time of troubleshooting, the cca confirmed the subject meter was in the correct unit of measurement at the time of testing. The patient's test strips were in good condition. However a control solution test was not run due to the patient not having control solution at the time of the call. Replacement products were sent to the patient. Although the linkage between the alleged inaccurate readings and the reported symptoms remains unclear, this complaint is being reported because the patient claims due to the alleged issue she developed symptoms suggestive of hypoglycemia.

Manufacturer narrative:
Follow-up (4/4/2013)-device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2013 with the following findings: the meter has passed testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. The retain test strips were tested and they passed testing with no faults found. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed.